Event description:
Additional information received reported that the patient's implantable neurostimulator (ins) became extruded. The ins came out of the skin about half-way. The patient underwent surgery on (B)(6) 2012 for revision with replacement and repositioning of the ins. The ins pocket was thoroughly irrigated and the skin edges were cut away. No electrocautery was used. The leads of the ins were clean. The ins was placed in a subcutaneous subpector pocket and closed. Skin that was cut away was sent for cultures that revealed gram positive cocci, so the patient was prescribed bactrim twice daily for 3 weeks. No device troubleshooting was needed. The patient tolerated the procedure well and went to recovery in stable/satisfactory condition and recovered without sequelae. She was to be closely monitored for signs of infection. If any additional information is received, it will be included in a supplemental report.

Manufacturer narrative:
Product ID 435135, serial# (B)(4), implanted: 2005 (B)(6), explanted: na. Product typ lead product ID 435135, serial# (B)(4), implanted: 2005 (B)(6), explanted: na. Product typ lead. (B)(4).

Manufacturer narrative:
(B)(4).

Event description:
It was reported that the patient's implantable neurostimulator (ins) had moved very close to the skin and "a little" drainage was seen at the ins site. The ins itself was not exposed. It was noted that the patient reported "doing very well" since the ins was implanted. A revision surgery took place on (B)(6) 2011. When the ins pocket was opened, a small amount of fluid was present in the pocket. There was no obvious purulence and a tissue culture was taken. The results of the culture were unknown. Granulation in the pocket was "freed up" and the ins was placed in a new pocket about 4 cm up. The patient tolerated the procedure well and recovered without sequelae. If additional information is received, a follow up report will be sent.